Event description:
It was reported via repair work order that the footend lift would not lower due to the bed limits needing to be reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.